Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that rep called with the patient present in the clinic and reported the patient is seeing a message stating that the system cannot provide desired settings. Rep states the impedances are "perfect", but when the patient decreases stimulation, she is unable to increase. The patient is programmed on electrodes 0 and 2, as well as 8 and 10. Tss advised rep to go into impedances and check, at which time the rep saw a "-" next to electrode 2, with a reference of 0. Tss advised rep to try programming around electrode 2, so he plans to do this. This began about 2 weeks ago. Caller stated they are still getting "settings not available" message around 12 ma. Caller provided that the patient is using 400 pw and 60 rate and after checking several reference electrodes, the impedances ranged from around 700-1030 ohms. Ins was charged to 80%. Tss suggested adding more active electrodes and/or decreasing pw/rate but that it appears the system is reaching oor as expected with the settings provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the cause was not determined. The patient was reprogrammed around electrode 2 and the issue was resolved. The patient was happy.

Event description:
Cause not determined; rep to meet with patient for next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.